Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/18/2025, it was reported by a facility representative via (B)(4) that an 0312-200 pin guide was inserted into the lag screw guide pin sleeve. When advancing and redirecting for proper placement, the guide pin welded itself to the guide pin sleeve. It could not be removed. Another device was used to complete the case with no patient harm. Also, the cap on an 0616-000 obturator had fallen off or became unstuck from the obturator itself. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged 0616-000 obturator, pin guide, batch number 202112b, was received for investigation. Visual inspection revealed that the head of the device was fractured. Functional testing was not performed due to the observed damage to the device. Most likely cause: excessive user-applied mechanical forces resulting in fracture of the device head. Refer to the investigation photographs for documentation of findings. Based on the evaluation results, the complaint allegation is confirmed.